Event description:
It was reported that this inflatable penile prosthesis was no longer cycling. The patient underwent surgery and fluid loss in the cylinders was observed. All components were removed and replaced. There were no patient complications.